Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that console speed showed intermittently. A rotablator console kit assy was selected for use. During the procedure, it was noted that the console speed showed intermittently. The procedure was completed with non-bsc scoring balloons. No patient complications reported and patient's condition was stable.

Manufacturer narrative:
Device evaluated by MFR.: device returned for analysis. The console was tested using a rotalink 1.75mm burr. The rotational speed in dynaglide mode was 66 krpm; the maximum turbine rotational speed reached was 215 krpm; the turbine speed was set to and maintained 170 krpm. These are typical operational speeds. Ran device in burning for 6 hours. Display worked constantly. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that console speed showed intermittently. A rotablator console kit assy was selected for use. During the procedure, it was noted that the console speed showed intermittently. The procedure was completed with non-bsc scoring balloons. No patient complications reported and patient's condition was stable.